Event description:
A report was received from the (B)(6) stating a transgastric enteral feeding tube was placed on (B)(6) 2015 and failed on (B)(6) 2015. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). Actual device not evaluated (B)(4). No results available since no evaluation performed (B)(4). Device not returned (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).